Manufacturer narrative:
As reported in a research article, real-time analysis of conduction disturbances during tavr with the cara monitor. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " real-time analysis of conduction disturbances during tavr with the cara monitor "

Event description:
The article, "real-time analysis of conduction disturbances during tavr with the cara monitor", was reviewed. The article presented a case study of a 80-year-old female patient. It was reported that on an unknown date, an unknown navitor valve was chosen for implant. During procedure, after valve deployment the patient experienced complete heart block. A decision was made to implant a permanent pacemaker. The article concluded that the cara system facilitated real-time electrocardiogram (ECG) monitoring, detecting subtle and progressive changes during transcatheter aortic valve replacement (tavr). ECG changes occurred at each step, with most patients experiencing conduction disturbances (cds), especially during pre-dilatation and valve implantation. The potential of ECG dynamics and timing for early detection of severe cds should be explored in future studies. [The primary and corresponding author was josep rodés-cabau, quebec heart & lung institute, laval university, quebec city, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca].